Event description:
It has been reported to philips that during training, the monitor would not recognize pads. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.